Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was explanted due to loss of capture. The lead was not replaced, the patient was referred for an epicardial lead. The crt-d was explanted and replaced due to eri.